Event description:
It was reported that during normal device change out, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. Patient monitoring will continue.